Event description:
The customer found the catheter crooked in its stock before it was used on the patient. The sample is closed, the transparent shield that surrounds the wire is not damaged. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unopened arterial kit for analysis. No definite signs of use were observed. The kit was opened to better analyze the components. Visual analysis revealed that the guide wire contained was kinked at about halfway down its body. No deformation was observed on the protective tubing. The guide wire was kinked in the same area where the outside packaging of the sac was also noted to have folds/creases. The lid stock clearly states "do not bend." The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The distal and proximal welds were intact. The kink in the guide wire measured at 171 mm from the distal tip. The guide wire total length measured 351 mm which is within the specification limits of 345 mm - 355 mm per the guide wire graphic. The guide wire outer diameter measured 0.51 mm which is within the specification limits of 0.508 mm - 0.533 mm per the guide wire graphic. The guide wire was passed through the returned 20 ga introducer needle. The guide wire was able to pass completely through with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package has been previously opened or damaged." The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained a distinctive kink near the same location as the bends and creases on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer found the catheter crooked in its stock before it was used on the patient. The sample is closed, the transparent shield that surrounds the wire is not damaged. No patient involvement.